Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and possible allergy. Reportedly, there was an erosion with exposed hardware. There were no additional adverse patient effects reported. The ICD was explanted.